Event description:
Provider states the right motor is making a grinding noise and leaking grease.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
Unit was returned for evualation; motor / other/defective - no output - electrical discovered during bench test. No visual evidence of grease leak.

Event description:
Provider states the right motor is making a grinding noise and leaking grease.